Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The previously reported small dissection in the right external iliac artery was reportedly due to sheath manipulation resulting in blood loss that required 1500cc of blood transfusion. The patient coded due to cardiac arrest. The CT demonstrated injury in the distal descending aorta, distal to the stent graft at an area of tortuosity with active extravasation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in addition to previously reported respiratory failure, the patient also had an event of hypotension. The patient was in bradycardia with approximately 40 beat per minute heart rate. The patient was intubated and treated medically to improve the condition; however, the patient's condition never normalized and led to previously reported cardiac arrest. The cardiac arrest then caused multisystem organ failure with elevated blood troponin, creatinine, glucose, and potassium. The patient's creatinine increased from 0.96 mg/dl (baseline) to 4.56 mg/dl. The investigator assessed the hypotension and respiratory failure leading to cardiac arrest were not related to the study device but related to the study procedure and patient's disease state. The investigator assessed the elevated creatinine was not related to the study device or patient's disease state but related to the study procedure. Additional information received also updated the causality of the previously reported right external iliac artery dissection. The investigator assessed that the right external iliac artery dissection was not related to the device or patient's disease state but was related to the study procedure.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft systems was implanted in a patient for the endovascular treatment of a 67 mm in diameter thoracic aortic aneurysm in the distal aortic arch. Proximal to the lsa the aorta was 32-35-33mm in diameter. The left common iliac artery was 9-8 mm in diameter and the right common iliac artery was 15-8 mm in diameter. It was reported that the physician was unable to advance an ide device to the intended landing zone, it was removed from the patient without issue. The physician elected to use commercial devices. A valiant 38x38x150 was advanced and implanted the device without issue. The physician inserted another valiant 38x38x150 however was unable to advance the device to the intended landing zone and it was removed without issue. The physician elected to use a smaller in diameter device a valiant 36x36x150 with the use of another manufacturer's extra long introducer sheath. The valiant 36x36x150 device was implanted, intentionally covering the left subclavian artery, and preserving the left carotid and innominate artery. During the removal of the sheath wires and catheters, it was noted that there was a small dissection in the right external iliac artery due to sheath manipulation. This was repaired with another manufacturer's covered stent resolving the dissection. It was reported post operatively the patient developed respiratory failure requiring increased levels of pressors. The following day (B)(6) 2015 the patient coded and the CT revealed that there was a short segment dissection in the lateral aspect of the descending thoracic aorta with a large right hemi-thorax. The patient subsequently expired the same day. The physician stated that the events were not related to the device but related to the procedure and patient's disease state.